Manufacturer narrative:
Date of report: 07sep2021.

Event description:
It was reported to philips by a customer that the unit error log 110d yellow alarm. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated unit alarmed proximal pressure sensor error was on screen while in use and was removed from patient without incident, noted error code 110d in log but the customer had not been able to duplicate error when running on test circuit. Advised customer that cycling power to unit may clear alarm but continue to run and try to duplicate. If problem reoccurs, da pcb will need to be replaced. Customer states further testing was not able to reproduce the event and after extensive run-in the unit has been returned to use with no problems found. No other concerns for customer. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.